Event description:
Subsequent information received revealed the guide wire was an unknown abbott guide wire [not an asahi guide wire]. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported difficulty was confirmed. Based on visual dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using a femoral artery access approach during a procedure of the moderately tortuous, moderately calcified mid right coronary artery (rca), the lesion was incrementally predilatated using a 1.5 x 8 mm, 1.5 x 15 mm, and a 2.5 x 15 mm trek balloon dilatation catheter (bdc) over the asahi guide wire without issue. The 2.5 x 30 mm trek bdc was positioned and inflated to nominal pressure 2 separate times then deflated. It was noted that the bdc became stuck and could not be removed separately from the guide wire. Both devices were removed as a system from the anatomy without issue. A second 2.5 x 30 mm trek bdc was used for additional predilatation and a 3.0 x 38 mm and a 3.0 x 15 mm xience xpedition stents were implanted with a good result. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.